Event description:
Procedure: lobectomy. Reportedly, the cartridge would not open after firing. Reportedly, the surgeon had to clamp and cut distal to the cartridge to remove from the pt. No further pt injury reported.